Manufacturer narrative:
As reported, the optifix at fastener came out backwards while fixating the mesh. The subject product was not returned for evaluation. An intra-operative photo was provided. Depicted in the photo is a loose fastener from the optifix at; the head of the fastener appears to be flush with the mesh. Evaluation of the photo is inconclusive. Based on the photo evaluation and not having the sample returned for review, no conclusion can be made. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only complaint reported for this manufacturing lot of (B)(4) units released for distribution in april, 2021. The precautions section of the instructions-for-use supplied with the device states, ¿if the fastener does not deploy properly, remove the device from the patient and test the device in gauze to ensure proper fastener deployment. Once proper fastener deployment is confirmed, the device may be reinserted into the patient.¿

Event description:
As reported, during laparoscopic inguinal hernia repair procedure on (B)(6) 2021 a bard/davol optifix at, 30 count fixation device was used. After firing 7 staples correctly, one of the fasteners came out backwards while fixating the mesh. The rest of the fasteners fired were fine. The fastener reported to have deployed backward was removed from the patient. There was no reported patient injury.